Manufacturer narrative:
This report is filed on may 10, 2019.

Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019. This report is filed on june 19, 2019.

Manufacturer narrative:
The device was explanted due to loss of function. Analysis found a hermetic seal failure. The conclusion from device analysis is that the loss of function was caused by moisture penetrating the hermetic seal and impacting the device function. - attachment: [144804 device analysis report reg.pdf].